Event description:
It was reported that this right ventricular (rv) lead was explanted due to impedance issues. A new device was implanted. No additional adverse patient effects were reported. This product has not been returned for analysis. Additional information indicates the rv lead was confirmed to have suffered a fracture through pacing system analyzer (psa) testing and it exhibited high out of range impedance measurements and loss of capture.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to impedance issues. A new device was implanted. No additional adverse patient effects were reported. This product has not been returned for analysis.